Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-six unopened foil packets that pertain to the product code vcp493h was received for analysis. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. Following the sampling plan, a visual inspection was performed on thirteen samples; the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. The flex test on the sutures was performed, and they did not meet the requirements in all samples, due to improper tipping, as the suture was breaking away from the swage area. As per this condition observed, the flex test on the sutures was performed in remaining twenty-one samples and they did not meet the requirement. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was reported that the event date is february 12, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Received information as following from sales rep via phone today. This hospital reported complaints in jan and feb too, and sales rep just received their complaints in june again and hospital refused to use the rest products and returned back for analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when suturing skin. Changed another one to complete the surgery. There is no report on patient's injury. There will return 36 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.